Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This report is for the first device. The two involved waveone gold primary 6-files sterile 25mm have been analyzed. First file is actually broken in the active part (fatigue) and the second file is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1587989). Sampling is representative, we can consider that the batch is conform. No fault found. Product meets specifications. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that three waveone gold primary broke during use. The outcome of the event as well as the number of patients involved are unknown as of this MDR evaluation.